Manufacturer narrative:
16-sep-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Nearly choked as [oral-b/power oral care refills] fell out of her mouth [choking sensation] [oral-b power oral care refills] bristle part of her brush head has come off [device breakage], product counterfeit - oral-b [product counterfeit] . Case narrative: consumer reported via e-mail that bristle part of her brush head has come off and she nearly choked as it fell out of her mouth. No serious injury was reported. 16-sep-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Nearly choked as [oral-b/power oral care refills] fell out of her mouth [choking sensation] [oral-b power oral care refills] bristle part of her brush head has come off [device breakage]. Case narrative: consumer reported via e-mail that bristle part of her brush head has come off and she nearly choked as it fell out of her mouth. No serious injury was reported.